Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been not been returned for evaluation; however, medical records of the reported malfunction were provided. The investigation of the reported malfunction is confirmed for malposition of device and patient-device interaction problem. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient-device interaction problem. This information was received from a single source. The malfunction involved a single patient with no reported consequences. The patient was reported as an (B)(6) year-old male whose weight was not provided.